Manufacturer narrative:
Investigation has begun, but is not completed; no conclusions are available at this time. Method - analysis of log files obtained via modem connection to device. For this reason, it is unnecessary to physically return the device to the manufacturer for evaluation to be performed.

Event description:
The customer reported that they had an instance in which they discharged a patient from acuity central station system and a few hours later he didn't show in the patient list. Without appearing here they were unable to review the patient's waveforms. There was no loss or interruption of real-time centralized patient monitoring or alarm surveillance, and no patients were adversely affected as a consequent. Additional information for the patient identifier was not available.